Event description:
A healthcare professional (hcp) reported that the patient¿s catheter was likely disconnected at the pump-catheter connection. They stated that scar tissue could also be involved. This had been occurring for about a year. The patient had no clinical effects when they were being weaned. An x-ray was inconclusive. A catheter was planned in about six months when the patient was stable from other illnesses. The pump had contained gablofen but was filled with saline on the date of the report. The patient¿s symptoms included no response to intrathecal baclofen (itb). A dye study showed no flow. The patient was to be on orals until repair.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's therapy and catheter had not worked for two years, but the patient had been too sick to do any revision surgery and elected to have the pump programmed to off state.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).